Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the pacemaker battery showed 10 years remaining, however seven months earlier it showed 12 years remaining battery life. The data from the pacemaker's memory was sent in for analysis. Engineering found that the power consumption appeared to be increasing over the past year and may continue to increase. Boston scientific technical services (ts) recommended explanting the pacemaker for suspected premature battery depletion. At this time the device remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted due to concerns over premature battery depletion. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker battery showed 10 years remaining, however seven months earlier it showed 12 years remaining battery life. The data from the pacemaker's memory was sent in for analysis. Engineering found that the power consumption appeared to be increasing over the past year and may continue to increase. Boston scientific technical services (ts) recommended explanting the pacemaker for suspected premature battery depletion. At this time the device remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted due to concerns over premature battery depletion. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker battery showed 10 years remaining, however seven months earlier it showed 12 years remaining battery life. The data from the pacemaker's memory was sent in for analysis. Engineering found that the power consumption appeared to be increasing over the past year and may continue to increase. Boston scientific technical services (ts) recommended explanting the pacemaker for suspected premature battery depletion. At this time the device remains in service and no adverse patient effects were reported.